Manufacturer narrative:
(B)(6).

Event description:
It was reported while the device was being checked in the me room, it was observed that the device has a defective nav-ring. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The manufacturer's product support engineer (pse) replaced the front bezel to resolve the reported issue. The device passed required performance verification tests per philips¿s standards. Previous investigations have shown that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure.

Manufacturer narrative:
The front bezel was returned for failure investigation. A similar investigation on a similar failure indicates the root cause of the failure was determined to be liquid ingress due to the variability of the assembly process that causes the navigation ring to fail.